Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The reported complaint could not be confirmed. The hospital did not accept the quote for evaluation and repair.

Event description:
The hospital reported that the bellows were not working. There was no report of patient involvement.